Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer believes that the incorrect results for that patient were obtained due to mislabeling of sample tubes from the patient's first sample. The second redraw from the patient was tested on the same instrument and resulted as expected. The cause of the discordant, (B)(6) confirmatory results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) confirmatory result was obtained on one patient sample on an advia centaur xp instrument. Before being tested with the (B)(4) confirmatory assay, the sample had been tested for (B)(6) on the same instrument, resulting (B)(6). The discordant results were reported to the physician(s), who questioned them. A new sample (redraw 1) was obtained from the patient and was tested in an alternate laboratory on an alternate methodology, resulting (B)(6). After the physician(s) questioned the discordant results, the customer repeated a different tube of the original sample on the same instrument, which also resulted (B)(6). The customer performed (B)(4) confirmatory test on the different tube of the original sample and the (B)(6) result was confirmed. The customer obtained another sample (redraw 2) from the patient and tested it on the same instrument, resulting (B)(6). The customer then performed a polymerase chain reaction (pcr) testing on the second redrawn sample, which resulted (B)(6). The (B)(6) results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
The initial MDR 2432235-2016-00213 was filed on april 27, 2016. Additional information (5/12/2016): a siemens headquarters support center (hsc) specialist reviewed the patient data and the customer's statement that discordant results may have been obtained due to mislabeling sample tubes from the patient's first sample. The hsc specialist also indicated that the pre-analytic variables can affect the quality of the sample and deviation from recommended best practices can cause discordant results. The cause of the discordant, (B)(6) confirmatory results on one patient sample is unknown.